Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, dense adhesions, lateralized and contracted mesh, foreign body giant cell reaction and abdominal wall reconstructions. The patient had a previous mesh implanted on (B)(6) 2011 which is captured in separate files. It was reported that the patient underwent revision surgery on (B)(6) 2013.  No additional information is provided.